Event description:
During an in-clinic follow-up, out of range impedance and increased capture threshold were observed on the right ventricular (rv) lead. The device was then reprogrammed as an interim resolution. The cause of the event was suspected to be fibrotic tissue/encapsulation on the lead. The lead will continue to be monitored. The patient is stable.